Event description:
It was reported the pt was feeling stimulation, however, the pt was unable to communicate with or charge his ipg. It was also reported the pt had a recent fall. A new charger was sent to the pt. F/u info identified the new charger was also unable to locate the pt's ipg. X-rays identified the pt's ipg had flipped. The pt underwent a surgical procedure to address the issue. The physician flipped the ipg back into the correct position. It was reported the pt was doing well postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.